Manufacturer narrative:
Additional information: complaint referenced MDR submission of intraclude aortic device, report number: 3008500478-2013-00471. Evaluation: the device was not returned for evaluation but likely can be linked to the endoreturn product recall due to the noted damage of the intraclude aortic catheter. During the evaluation of other complaint units, it was found that the rounded edge y-arm connector was missing the bump. The root cause is that the supplier did not have the proper controls in place to assure that the change to the core pins that made the finished device were in place. A manufacturing defect is confirmed with the supplier. A product recall was initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the endoreturn introducer. Without this nonconformance, it is our belief the intraclude aortic ((B)(4)) device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system.

Event description:
As reported, the icf100 device was used in a minimal invasive mitral repair procedure. The surgeon had problems to position the balloon. The balloon needed to be repositioned twice before it became occlusive. No problems with cardioplegia delivery. After deflation and pulling out the catheter they saw that the catheter was flattened and compressed and the outside material shows strong damage/scratches of the outside material. It was believed to be caused by the endoreturn, er23b introducer.

Manufacturer narrative:
The event is currently under evaluation into root cause.